Event description:
This patient in the study experienced myocardial infarction post implantation of 4 cypher stents. Medical history included hypertension, hyperlipidemia and active smoking. During the index procedure, 3 cypher stents were implanted as follows: 3.0/13mm in the mid lad, 3.0/13mm in the distal lad, and a 3.5/18mm in the ramus. The following day, a 2.5/28mm was implanted in the mid rca. Both procedures were considered "successful" and the patient was discharged the next day on aspirin, clopidogrel, beta-blocker therapy, a lipid lowering agent and an ace inhibitor. Nearly 5 years later, the patient was readmitted to another hospital with myocardial infarction and cardiogenic shock. Treatment included CPR, mechanical ventilation, intra-aortic balloon pump therapy and hypothermia therapy. The relationship to the previously implanted stents could not be excluded; however, it was reported, "the site states that the event is unrelated to the procedure and to the device. The site also reported that it's hard to obtain all the requested information as the event occurred in another hospital. They will continue to follow up on this matter and will provide the information as soon as possible."

Manufacturer narrative:
A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with coronary artery stenting. With such limited information and no known follow-up angiography, it is not known what factors may have contributed to this event. This product is similar to us cypher stent. This is two multiple products involved with this product malfunction, which is associated with mfg report # 9616099-2008-02137 and 9616099-2008-02139.